Manufacturer narrative:
(B)(4)

Event description:
It was reported that the transmitter would not power up after being exposed to water in a flood. Examination of the power adapter revealed that it was corroded. The unit was no longer used.